Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The initial reported declined further follow-up, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
Healthcare professional reported unknown side seroma. The device remains implanted.